Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported central corneal haze was observed at three months post lasik treatment of the right eye. The patient complains of blurry vision and no improvement in vision. Reporter indicated the patient was placed on an increased topical steroid eye drop dosage. Upon follow up, reporter indicated the patient was seen three weeks later and the haze and blurred vision was still present. Patient is will continue to be monitored.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages or breaks. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up received states that the patient's haze has resolved.